Manufacturer narrative:
E1, f5 - phone number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert zso-7-10 into the cbd through the prepositioned (jag wire 0.025 straight) wire guide, assistant nurse tried to straighten the zso-7-10 using a straightener. The nurse straightened zso's pigtail and passed a wire through, but the wire did not pass. The wire did not pass because the pigtail was bent. The new zso-7-10 was used .and wire guide was not changed. ¿ please confirm if 0.035 or 0.025 guidewire was used as cc form mentions 0.025. - the only guidewire used was the visiglide 2 0.025. ¿ please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. - it is stored inside the drawer, and the procedure room is always kept dark when there are no procedures. ¿ was the wire guide lubricated prior to use? N/a, yes, no. - yes. ¿ was the wire guide inspected for damage prior to use? N/a, yes, no. - no. ¿ was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no. - no. ¿ were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no (if yes, please detail any other defects observed.) - no. ¿ was the straightener used, which was provided with the device, and was there any resistance while straightening the stent. - just straightener provided was used. ¿ was the device at the centre of the complaint inspected for damage prior to use? - yes. It was not problem.

Manufacturer narrative:
Device evaluation: 1 unit of zso-7-10 of unknown lot number was not returned for evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. As the lot number of the complaint device is unknown, a review of the relevant work order could not be conducted. Review historical data: historical data could not be reviewed as lot number is unknown. Instructions for use and/label review: instructions for use (ifu0045), which accompanies this device, instructs the user: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The precautions section of the instructions for use also states: " care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking of the stent." There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). It is known that a 0.025 inch wire guide was used with the device. However, based on the available information, it appears that the stent was already bent before it was loaded onto the wire guide. There is evidence from the additional information that the user did not inspect the wire guide and device for damage prior to use. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. Based on the information provided a possible root cause may be attributed to damage sustained to the stent as it was being straightened. It is likely that while they used a straightener to unfold the pigtail section, a kink may have occurred which would have prevented the guide wire from passing through. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 1 device, confirmed prior to use. A definitive root cause could not be determined from the available information. Based on the information provided a possible root cause may be attributed to damage sustained to the stent as it was being straightened. It is likely that while they used a straightener to unfold the pigtail section, a kink may have occurred which would have prevented the guide wire from passing through. The complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental correction report is being submitted following the completion of the investigation on 20 aug 2025.